Manufacturer narrative:
The act button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. The customer's husband stated the act button was unresponsive. Customer's blood glucose was unknown. The husband also stated the customer was currently in the hospital for treatment of their pneumonia. It was found the customer had to remove their insulin pump to enable the monitoring of their heart. The customer's husband could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.